Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Explantation of implant during impression taking, 4 months after implantation.